Manufacturer narrative:
Concomitant medical products: product ID: 3776-75, serial# (B)(4), implanted: (B)(6)2012, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that stimulation seemed to be increasing own its own since (B)(6) 2015. The patient charged his implantable neurostimulator (ins) and his battery did not go down for 5 days. While sitting there, he felt his stimulation come on; the stimulation intensity increased on its own. Additional information received from the consumer reported that stimulation did not (had not) increased in intensity, however the consumer also reported that steps taken to resolve the stimulation intensity increasing on its own included changing position. If additional information becomes available, a follow up report will be sent. The patient's indications for use included non-malignant pain.